Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the patient required CPR and epinephrine post valve deployment. The patient has a history of CABG. Noted was a long pacing run due to the physicians attempt at a slow and controlled valve deployment which resulted in poor perfusion to myocardium. The patient maintained a normal pulse and rhythm, but contractility of the heart was compromised. The procedure was completed. Per information available, mr (mitral regurgitation) was reduced from moderate/severe to none/trace. The patient is in the ICU on amio, but currently stable.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI di + pi: (B)(4).